Event description:
It was reported that there was a leak in the valve. There was a very tiny hole, like a pinhole. The pt impact was minimal, as they noticed the leak and implanted a new product.

Manufacturer narrative:
(B)(4). The valve was patent, and passed siphon and pressure flow testing at 20.4 ml/hr (-50cm hp). However, the valve did not pass leak testing due to a small tear on the top of the delta chamber. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The valve performance did not meet all other established specs for reflux, pressure-flow, and pre-implantation testing. Debris within the valve may interfere with the membrane resulting in low pressure-flow results and reflux. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.